Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose of 690 mg/dl and trace levels of ketones identified as life threatening by a healthcare provider. Additionally, the customer was vomiting. The customer was treated with intravenous fluids and insulin drip. The customer was discharged 2 days later with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer contacted their healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.